Event description:
It was reported that the bolus bars in the pump display were frozen. Customer's blood glucose was 124 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.